Event description:
The user facility reported water leaking from their reliance synergy washer. The water was not contained under the unit. No injury to hospital staff or patients. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the dryer piston valve had broken. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.